Event description:
It was reported that a user of the ilet experienced hyperglycemia following self-treatment of a preceding low, with a reported peak blood glucose of 286 mg/dl and subsequent return to target range, and requested clinical guidance on meal announcements and strategies to avoid daytime lows and highs. Symptoms included no reported clinical effects. Outcomes included no need for medical intervention, no alerts or alarms, and no hospitalization. Investigation included review of the user¿s ilet report and troubleshooting education regarding meal announcement timing and avoidance of overtreatment of hypoglycemia. Investigation of this case revealed no device malfunction and no component failure, with the event consistent with user management factors including overtreatment of a low and timing of meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user management of hypoglycemia and meal timing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.